Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was not reproduced. System error 105 was confirmed by observation at power up and caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.